Event description:
This pt had a pacemaker placed in 2006. Subsequently, she had dislodgement of her right ventricular lead. This right v lead was repositioned 39 days later, and on interrogation following day, it was found to have dislodged again. The physician believes there is a defect in the lead. Therefore, it was replaced.